Event description:
Graves disease, chronic fatigue, hair loss, skin rashes, extreme weight loss, hip pain, right breast pain, swollen lymph nodes, masses in bilateral breasts. Anxiety and increased worsening depression.